Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 28-november-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse performed a main arm and hybrid arm to all reagent bottles alignments, as well as st and rt lanes xyz axis; inspected both main arm and hybrid arm syringes and lubricated with hivac grease. The fse verified temperatures and adjusted the substrate and wash temperatures. The aia-2000 instrument is operational. No further action is required by field service. The most probable cause for the reported event was a main arm required adjustments.

Event description:
On (B)(6) 2016, a customer reported controls were low on the aia-2000 instrument. The customer is unable to run patient samples on bhcg and afp. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.